Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025 and last titrated on (B)(6) 2025. The patient experienced syncope and a seizure on (B)(6) 2025. The patient was admitted to the hospital. Barostim was decreased, and the patient stabilized post reprogramming. In the opinion of the physician, the root cause of the event was dehydration caused by diuresis, and the physician was unsure if barostim contributed to the event. The patient was discharged on (B)(6) 2025.